Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire missing occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information, d4 serial no - correction, d4 primary UDI number - correction, g3 date received by mfg - additional information, g6 type of report - updated/follow-up, h2 type of follow up - additional information/correction, h10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.